Event description:
Procedure type: hysterectomy. According to the reporter: the wound opened and patient returned back to hospital for a re-op in 2009. Bowel area was cleaned and reclosure of the area. Patient in stable condition. No other information provided. No blood loss reported. No sample available.